Event description:
It was reported that an intraocular lens (iol) was implanted into the capsular bag and was removed during the same procedure due to the instability of the intraocular lens (iol) within the capsular bag. It was stated that there was an enlarged incision during removal of the intraocular lens (iol). It was stated that an anterior chamber lens was implanted. No further complications were reported. No additional information provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for evaluation. The lens was inspected under microscopic view at 10x magnification which is the normal inspection method tool used during the manufacturing process. A visual inspection of the explanted lens revealed surface residuals (fibers, particles and stains) on the lens surface and were compatible with handling the lens during the implant and explant process. No other unacceptable cosmetic defects were found in the returned lens. At the final inspection process lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects. No manufacturing related issues were found in the explanted lens sample returned. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.